Manufacturer narrative:
Customer only requested part number and pricing for replacement.

Event description:
It was reported to philips that the device has a broken paddle tray and handle. There was no reported patient involvement